Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified amount of an unspecified IV solution. The cair clamp was being used to regulate the flow. The customer contact reported, "the rate would go to wide open literally after the nurses turned around to do something else." There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.